Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-03960, 2134265-2017-04125 and 2134265-2017-04126. It was reported that catheter removal difficulties and device stuck on stent were encountered and chest pain with st segment elevation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). After advancing a non-bsc guide catheter in the 6th distal portion of the vessel, a 2.25 x 24 synergy drug eluting stent (des) was deployed at the proximal portion. It was then realized that the distal portion has to be treated as well. A 2.25 x 16 synergy des was then advanced to treat the distal lesion. However, upon retraction, it was noted that the device was stuck from the previously implanted stent. After several attempts, the non-bsc guide wire and the device were pulled back to the guide catheter and were removed as a unit. It was then noted that the first synergy des was explanted and stuck on the second synergy des. Two promus premier¿ stents were then deployed. However, the patient experienced chest pain and some st segment elevations were still noted. The procedure was then completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. Two stents were returned for analysis. A visual examination of the stents found that one stent had stent struts stretched at one end and on the opposite end from mid-section of the stent was intertwined with the second stent. The two stents were severely damaged. The returned device was loaded in a guideliner 6f (0.056'') and guidewire (0.014'') was inserted in the wire lumen of the device. The guideliner and the device with loaded guidewire were all loaded in a 0.070¿¿ guide catheter. During analysis the device was removed from the guide catheter with no issues and traces of dried blood was evident on the extrusion shaft and balloon body. The shaft and the balloon body belonged to a 2.25 x 24mm synergy stent for the related complaint. The sds was not returned for analysis therefore individual catheter profiles cannot be assessed. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-03960, 2134265-2017-04125 and 2134265-2017-04126. It was reported that catheter removal difficulties and device stuck on stent were encountered and chest pain with st segment elevation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). After advancing a non-bsc guide catheter in the 6th distal portion of the vessel, a 2.25 x 24 synergy drug eluting stent (des) was deployed at the proximal portion. It was then realized that the distal portion has to be treated as well. A 2.25 x 16 synergy des was then advanced to treat the distal lesion. However, upon retraction, it was noted that the device was stuck from the previously implanted stent. After several attempts, the non-bsc guide wire and the device were pulled back to the guide catheter and were removed as a unit. It was then noted that the first synergy des was explanted and stuck on the second synergy des. Two promus premier¿ stents were then deployed. However, the patient experienced chest pain and some st segment elevations were still noted. The procedure was then completed with a different device. No further patient complications were reported and the patient's status was stable.